Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a gradual increase of the shock impedances since implant procedure. At this time the measurements are high out of range. The technical services (ts) discussed troubleshooting options and recommended to perform a defibrillation threshold (dft) and a x-ray for placement reevaluation. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a gradual increase of the shock impedances since implant procedure. At this time the measurements are within range. The technical services (ts) discussed troubleshooting options and recommended to perform a defibrillation threshold (dft) and a x-ray for placement reevaluation. This s-ICD remains in service. No adverse patient effects were reported.